Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025, the patient's peg tube "did not enter the stomach" and the patient was referred to the emergency room. On (B)(6) 2025, it was reported that the patient went to a hospital to assess the tubes and was diagnosed with buried bumper syndrome. It was reported that the peg tube was removed ambulatory and there was no interruption in receiving duodopa treatment.